Event description:
Cotton fibers came out- vagina [foreign body in reproductive tract]. When I removed tampon it was very difficult [device difficult to use]. Cotton fibers came out of me- tampon [device breakage]. Tampon seemed to lose structural integrity during removal [complication of device removal]. Case description: consumer reported via e-mail that tampon was difficult to remove and fibers came out of vagina. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.